Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited nozzle clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found due to nozzle clogging, the amount of water contact did not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and base on the facility device reprocessing information, it could not be determined if there were deviations from the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif-1100 operation manual chapter 3 preparation and inspection. Gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.